Event description:
It was reported that during pump replacement the physician could no aspirate the catheter. The reason for the pump replacement was not provided. A back table prime was completed and the new pump was implanted. The physician grew suspicious of a granuloma and ordered diagnostic testing. It was suspected that a myelogram was performed. The physician then indicated that a granuloma was detected. The physician decreased the concentration of morphine from 50mg/ml to 20mg/ml and the patient was hospitalized for pain and incontinence. The catheter remained implanted. The patient experienced primarily back pain; however, the patient had recently fallen and the reporter stated that the back pain may have been related to the fall. The device system was used to deliver dilaudid and infumorph (morphine). The patient status was unknown at the time of the report. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received: the pump was explanted for routine end-of-life. The drug concentration was reformulated following the inflammatory mass diagnosis on (B)(6) 2012. The mass was an incidental finding during a routine myelogram. A follow-up scan was conducted, but the results were pending as of the date of this report.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8637-20, serial# (B)(4), implanted: 2012-(B)(6), product type pump. (B)(4).